Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level at the time of incident was 490 mg/dl and current blood glucose level was 110 mg/dl. Customer states that the insulin pump had under delivery. The insulin pump will not be returned for analysis.